Event description:
Customer called to report having difficulties priming the infusion set and the insulin was not exiting. Troubleshooting was performed. The driver arms were disengaged and block was not moving.